Event description:
RN reported that IV needle g20 was defective. Per RN the needle was inserted, has blood return, but when NS (normal saline) was flushed, it leaks at the hub (tried 2x).

Manufacturer narrative:
We received this report on July 1st, 2026, via our US Agent, Mr. Liebermann. /Annex A) The report lacks the device lot number and ref, and the sample involved is unavailable.We contacted the hospital to gather further details, but unfortunately they couldn't provide us with any additional information.We are currently unable to conduct an investigation, as the lack of a production lot number prevents us from establishing traceability or retrieving the corresponding sterile retained samples from our archivesBased on the information available, no definitive conclusion can be drawn regarding the root cause of the reported event.Consequently, in the absence of the device and additional supporting information, Delta Med is unable to identify any manufacturing, or quality-related issue associated with the reported event.Nevertheless, Delta Med will continue to monitor these events and any future similar complaints in order to identify potential trends requiring further investigation.